Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient was on vacation and the sensor fell off and the sensor wire was missing on (B)(6) 2023. The patient believed that the sensor wire was still stuck in the arm. The patient consulted a doctor who made an incision on the skin but was not able to find the sensor wire stuck in the patient´s skin. There was no treatment provided. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.